Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2014 with the following findings:a review of the pump¿s black box history showed that two low battery warnings and two replace battery alarms were recorded. There was no evidence of excessive battery usage observed in the black box history. The pump was able to power on using the returned battery cap. The returned battery cap was able to be fully tightened to the pump. No power losses were observed during investigation. The battery compartment was fully intact; no damage or cracks were observed. The pump current draws were found to be within the required specifications. The pump case was removed and no evidence of damage or moisture contamination was found inside the pump. The complaint of the short battery life was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.